Event description:
The following information was provided: it was reported that the patient's left knee was revised due to a compromised pcl. A cr femur and cs insert were revised to a ts femur with a ps insert. Rep confirmed there were no allegations against the revised implants, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding left knee revision due to instability involving triathlon size 4 left cemented cr femur was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.